Manufacturer narrative:
Based on the images shared, and communications with the surgeon, the patient's herniation is most likely a reherniation around the polymer mesh (seal) portion of the device. The implant was stable and was left in position to provide protection to the remaining anulus. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
On (B)(6) 2025, a herniation was reported (physician is unsure if at the index level or adjacent level) by the patient and the imaging taken showed bone remodeling around the anchor. On (B)(6) 2025 a revision surgery was performed (discectomy), and the surgeon was unable to rule out the index level as where the herniation or reherniation occurred. The surgeon, "palpated on the barricaid and didn't find it (the implant) to be loose."